Event description:
Rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred during implantation of a c-flex aspheric 970c intraocular lens (iol). The event description provided states that upon implantation of the c-flex aspheric 970c iol the healthcare professional observed a crack in the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The healthcare professional reports that on week commencing (B)(4) 2013 he observed dagger like marks on the back of the implanted c-flex aspheric 970c iol. The marks were inspected under magnification and found to be on the back surface of the lens, within the lens. On (B)(4) 2013 the healthcare professional examined the iol and reported to rayner that the dagger like marks "have all but gone". The reporter stipulates that the dagger like marks are like "stress lines in the lens that heal." Our review of production records for the c-flex aspheric 970c iol batch 023e44816 showed that all manufacturing and quantity checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance date from the month of manufacture of the c-flex aspheric 970c iol (february 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c, iol batch 023e44816.